Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing. Device had cracked lcd window, cracked reservoir tube lip, cracked case at display window corners, cracked reservoir tube window, cracked case at reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced low blood glucose of 40 mg/dl. Customer stated that insulin pump had crack at curve part of the escape diagonal over to the viewing glass as customer dropped the insulin pump. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will be returned for analysis.